Event description:
Account reported that they had several patient samples run for t4 that were higher when repeated. The incorrect results were not used to guide therapy. The field service representative found the measuring cell was bad and repaired the instrument by replacing the cell.